Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported they had an appointment with their healthcare provider (hcp) on december 12th where their neurostimulator battery voltage was at 2.65. The hcp checked the implant and said the ¿wire¿ looked okay. The patient asked their hcp to call them to discuss neurostimulator replacement details, but they hadn¿t heard back for 3 weeks, and their body was feeling weird starting ¿an hour and a half ago,¿ but now they thought they were better and it may have been a reaction to a medication as one day they feel ¿low¿ and the next day they are okay. During the call the consumer checked the implant and it was on in the eri status and at 2.58 volts. The consumer was considering getting a rechargeable device as their current implant only lasted 2.5 years.

Manufacturer narrative:
Concomitant medical products: product ID 3389s-40 lot# va0nmzp serial# implanted: (B)(6) 2014 other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 22-jul-2017, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implant battery voltage was at 2.74v and they were told that the implant battery would need to be replaced (B)(6) 2022 at 9am. Patient has appointment with hcp in (B)(6) 2022 to assess the implant. The patient's reason for call was they were wondering why their implant battery lasted less time than their previous implant. Patient services (ps) reviewed that the implant battery life lasted based on usage and settings among other factors. The patient stated in 2021 the patient needed an MRI for back pain but they were told by the manufacturer's representative (rep) that they wouldn't be able to get the MRI because the lead was broken. The patient didn't know specifics but said they made notes that the rep said "one of the wires as broken" and that "fixing the wire would be like healing the leak". The patient was redirected to their healthcare provider to further address the issue. Patient services emailed field to provide visibility. The patient stated that the rep was no longer there and had given them a new rep but the patient wasn't able to get ahold of them. The patient said they would call the hcp office to request a rep be at their upcoming appointment in (B)(6) 2022 so that the rep could share info about the device with hcp. The patient thought the implant battery not lasting as long as the previous one it may have something to do with the damaged lead. The patient stated the rep had suggested the patient look into if the rechargeable battery could be an option for them but if they did get it they would have to charge daily.